Event description:
It has been reported that during the use of the product, the customer attempted to deflate the cuff, but found difficulty doing it. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: three photos were included in agile attachments for evaluation; photos showed an inflation line occluded. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination. After visual inspection, an occlusion in the inflation line was detected. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. A leakage test on the sample provided was performed to identify any occlusion; occlusion was detected. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. And the possible root cause was traced to the manufacturing process not correctly/properly followed (assembly issue). For corrective action, a customer complaint notification was made to production personnel to explain the importance of adherence or following the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).